Event description:
New information received indicated that the noise resulted in pacing inhibition.

Event description:
Related manufacturer reference number: 2017865-2023-23584 it was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was oversensing noise and failed to sense. The lead was explanted and replaced. The patient was in stable condition post procedure.